Event description:
It was reported that after completing angioplasty of the iliac, the doctor encountered removal difficulties of catheter balloon through a 7fr introducer sheath. The catheter and sheath were removed as a single unit with no further complications being reported.